Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the implanted lens was removed and replaced during a secondary procedure with an unspecified advanced technology intraocular lens (atiol). The patient¿s experience and the clinical reason for the explantation were not specified. According to the additional information received, there was no further impact to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The lens was returned inside a plastic specimen jar. Solution was dried on the lens. The optic was cut into three portions, typical of an insertion and removal. One optic portion containing one haptic had cracks in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. The other optic portion containing the other haptic had a scratch on the anterior optic surface near the edge. The middle cut portion of the optic had cracks in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. Before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint. A qualified cartridge and handpiece were indicated. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The reported complaint was for "unspecified issue, explant". A specific malfunction was not alleged against the product. The explanted lens was returned cut into pieces, typical of an insertion and removal. The lens had additional lens damage. Each lens was subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (sphere and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal company specific pro non-toric pxcwt0 13.5 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a multifocal company specific pro toric pxcwt3 (1.50 cyl.) 13.0 diopter (add power +2.17/+3.25 diopter) lens. Due to the exchange of a multifocal non-toric 13.5 diopter lens for a multifocal toric 13.0 diopter, this difference in lens model (from non-toric to toric) and difference of 1 diopter less may suggest that the replacement lens was an improved selection for this patient's vision needs. No further information has been provided. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.